Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ¿ pen needle the rear cannula end is broken and gets stuck.

Manufacturer narrative:
Investigation: unable to perform complaint lot history check due to unknown lot number for needle broken npe. Customer returned ( 1 ) 8mm bd pen needle without the tear drop label (used). Customer reported rear cannula end is broken & gets stuck. The returned pen needle was examined and it exhibited a broken non patient end of the cannula, thus confirming the alleged defect. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that the unspecified bd ¿ pen needle the rear cannula end is broken and gets stuck.